Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: the patient underwent a right total knee arthroplasty. Depuy implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. On (B)(6) 2019: the patient underwent a right knee revision secondary to suspected loosening. Intraoperatively, the surgeon confirmed tibial loosening at the cement to implant interface. The surgeon also performed debridement of arthrofibrosis. No intraoperative complications were noted. Pmh: osteoarthritis. Doi: (B)(6) 2017; dor: (B)(6) 2019.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.